Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the irs or return fields in oracle the evaluation is identified as a frame / broken/cracked tubing. Broken tubing at center hole.

Event description:
The dealer states that the right crossbrace and broke off at the weld, while the end user was sitting in the chair. No injury.